Event description:
It was reported that during a ptca atherectomy treatment procedure, the tip of the luge j guidewire fractured. A cutting balloon was being used with a double wire technique. During use of the cutting balloon, the tip of the luge j guidewire fractured in the pt. No attempt was made at retrieval and the tip remains in the pt. Additional info has been requested regarding this event.

Event description:
It was further reported that a 7 fr terumo pinnacle sheath was placed in the pt's right femoral artery to obtain vessel access. Using a 7 fr medtronic ebu 3.5 guiding catheter, the circumflex coronary artery was cannulated. A luge guidewire was placed across the circumflex and antoher across the 2nd obtuse marginal branch and was left in the 2nd obtuse marginal branch. A choice pt guidewire was placed across the circumflex lesion and was left in the distal circumflex vessel. Both lesions were 90% stenotic and mildly calcified. A cutting balloon 2.5/10 mm was inflated in the mid circumflex coronary artery to 8 atms for 50 seconds, then to 8 atms for 75 seconds. The same cutting balloon was attempted in the proximal portion of the 2nd obtuse marginal branch, but would not cross and was removed. In the process, the guidewire dislodged and the tip of the luge wire in the 2nd obtuse marginal branch was cut off from the main wire. The tip was left in the 2nd obtuse marginal branch with no untoward effects. The pt did not experience chest pain or shortness of breath and remained hemodynamically stable in a normal sinus rhythm. Subsequently, the 2nd obtuse marginal branch was re-crossed with a choice pt guidewire. A maverick 2.5/12 mm balloon was inflated to 6 atms for 40 seconds, then to 6 atms for 30 seconds. The ostial lesion was crossed with the 2.5/10 mm cutting balloon and inflated to 6 atms for 69 seconds, then to 6 atms for 80 seconds. A dissection was noted in the mid circumflex coronary artery following cutting balloon intervention which was completely covered with a taxus 3.0/28 mm stent deployed at 13 atms for 36 seconds with a resultant stent diameter of 3.25 mm. Angiography revealed inadequate results, therefore, a taxus 3.0/16 mm stent was deployed in the proximal circumflex at 13 atms for 35 seconds with a resultant stent diameter of 3.25 mm. Repeat angiography successful stent placement in the circumflex coronary artery as well as a widely patent 2nd obtuse marginal branch. The pt remained in stable condition post-procedure. The physician felt that the guidewire performance was good and that it may have been inadvertently damaged with the cutting balloon. As the pt had no adverse symptoms and the effected vessel was a small branch, further retrieval attempts could do more harm than good. The procedure was considered successful and the pt is reported to be doing well.